Event description:
The device jammed. When firing the device a clip jammed in the jaws of the device and they could not remove the clip. Another device was used to complete the case. There was no patient consequence.